Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture within. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-jan-2018 with the following findings: during investigation, there was evidence of moisture behind the display lens and behind the ir window. The pump powered with the returned battery cap to an audible tone, constant vibration and the display remained blank. The battery cap measured within specification. The battery cap was able to fully tighten. A leak test showed a bolus button leak. There was evidence of moisture contamination throughout the inside of the pump. The download failed due to internal moisture contamination. An intermittent power event was not duplicated during investigation. The display as blank and there was constant vibration due to internal moisture contamination.